Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the beginning of treatment with a prismaflex m100 set, a cracked luer connector at the warmer connection was observed. It was further reported a fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.